Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, white particles and an opening. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.